Event description:
It was reported that the pt had "flue-like symptoms" one week ago. The pt went to her hcp, who then decreased her bupivacaine and dilaudid dosages to help with the symptoms. The pt stated that her symptoms returned and an "orange/lemon" sized bump formed on her back, while her hcp was out of town. The pt had a CT scan with contrast in 2009 that determined the catheter had migrated. Clear fluid was drained from the bump on her back. One day later, the fluid and bump reappeared. The pt stated that she would follow-up with the physician who drained her bump regarding the reappearance. The pt's hcp was notified of these events and advised that a catheter revision would need to be done upon his return. Additional information has been requested, a follow-up report will be sent if additional information becomes available.